Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735225r, lot/serial #: (B)(6). H3) the manufacturer representative went to the site to test the navigation system. Hardware parts were replaced. The computer was returned for analysis. They were not able to check the computer to see if it would start. The computer was received with the hard drive removed. With a test hard drive installed the computer boots normally. They observed computer hardware damage leading to data transfer failure; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the computer would not start. There was no patient involvement.